Manufacturer narrative:
(B)(4).

Event description:
New information received stated that the patient had a pacemaker check after the initial implant procedure on aug. 22nd, 2019. It was discovered that the right ventricular lead exhibited intermittent undersensing and intermittent capture. A chest x-ray was performed which showed that the pacemaker had migrated down and the slack of both the atrial and right ventricular leads had decreased considerably. The device and leads were revised successfully. The patient was asymptomatic before, during, and after the revision procedure. Related manufacturer reference number: 2017865-2019-13684, 2017865-2019-13685.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was revised due to the patient twiddling with the pulse generator in the implant pocket.